Event description:
It was reported to philips that the system did not turn on due to a power supply issue. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) went onsite and confirmed that system did not turn on due to a power supply issue. After reviewing log file fse found there was a malfunction in the 24v power supply unit in the m cabinet. To resolve the issue fse replaced the power supply unit. After replaced the power supply unit, the system returned to use in good working order. The codes were updated based on the investigation outcome.